Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was not working. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump had issues for a month and half and noticed one day it was not working properly. The insulin pump will be returned for the analysis.